Event description:
The customer reported that the hub of the catheter broke off during a left ventriculogram. Injector settings: 12 ml/sec for a total of 8 ml with a 0.3 rate of rise at 750 psi. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the evaluation has been completed. Method - device history record was reviewed. Conclusions - a follow-up report will be submitted when the evaluation has been completed.